Event description:
A baxter field service rep returned the pump for service with a report that the device "turns itself off". No pt injury has been reported. Info was not provided regarding whether or not the device was in use on a pt when the reported situation occurred. No additional details are available.